Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause was related to an improper cleaning procedure. Checking the ise dilution vessel (dilution bath) is part of monthly maintenance. If crystallization or contamination are visible, the cleaning procedure for the ise dilution vessel must be performed. The procedure is described in detail in the operator manual. Following this procedure ensures that no residues of any kind remain in the dilution vessel. The dilution vessel was most likely cleaned with something other than cotton swabs and the contents of the vessel were most likely not aspirated completely.

Manufacturer narrative:
This follow up report is submitted due to a missing follow up number and to correct the numbering. This report is a duplicate of 1823260-2017-00949-02 already submitted. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause was related to an improper cleaning procedure. Checking the ise dilution vessel (dilution bath) is part of monthly maintenance. If crystallization or contamination are visible, the cleaning procedure for the ise dilution vessel must be performed. The procedure is described in detail in the operator manual. Following this procedure ensures that no residues of any kind remain in the dilution vessel. The dilution vessel was most likely cleaned with something other than cotton swabs and the contents of the vessel were most likely not aspirated completely.

Manufacturer narrative:
(B)(4).

Event description:
Since (B)(6) 2017, the customer has had ongoing issues with erroneous sodium results using the ise indirect na, k, ci for gen.2 assay on the cobas 8000 ise module (serial number (B)(4)). When these samples were analyzed on another module, the results were correct. No specific data was provided. On (B)(6) 2017, the customer received questionable results for sixteen patient samples on the module (s/n (B)(4)). The customer repeated the samples on another module and the results were correct. Data was only provided for twelve patient samples. Of these, only the results for four were discrepant and reported outside of the laboratory. The repeat results were released as corrected reports. Refer to the attachment to the medwatch for all patient data. Patient a was admitted to the emergency room based upon the erroneous results; his electrolytes were measured and were normal. He was not treated and no adverse event occurred. There was no adverse event for the other patients involved in the event. On (B)(6) 2017, the customer performed qc which failed on all levels. The sodium electrode lot number and expiration date were not provided. The field service representative inspected the instrument and found contamination of the dilution bath due to a large piece of lint in the bottom of the assembly. He cleaned the dilution bath assembly, checked the sample probe, and performed ise checks to confirm the condition of the electrodes. The ise check results met the specifications. The customer performed calibration and qc which were acceptable.